Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is supplier manufacturing issues. However, due to the device not being returned and the batch identifier number not being provided, the cause cannot be confirmed. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that a size 14 glenoid targeter leg, ar-5400-14, is not sliding down the shaft of the vip targeter. Noticed during case, no patient affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.